Event description:
Information received from the field notes that during a routine follow-up, the device was found to be in back-up mode. Several attempts to perform a software download were unsuccessful. There were no consequences to the patient.